Event description:
It was reported that a spectrum iq pump did not adequately infuse. While in the cardiac intensive care unit (cicu) the patient was undergoing a continuous intravenous infusion of dobutamine at 5mcg/kg/min which came out to 17.1ml/hour. The patient ¿had been on dobutamine for many weeks at this point¿. The nurse that came on shift noted the 250ml bag was hung at 1900 about 48 hours prior. This stuck out to the nurse because ¿each bag should have lasted about 14 hours.¿ the current bag was still about ¿half full.¿ this patient ¿had been deteriorating from a cardiac standpoint.¿ on an unspecified date, the patient was noted to have ¿poor mixed venous saturations in the 20s-40s and can't intubate, can't oxygenate with the possibility of cannulating for extracorporeal membrane oxygenation(ECMO).¿ the patient was taken for a stat right heart catheterization. The patient subsequently went into shock. The pump, tubing and dobutamine bag were changed at 20:30 on an unknown date. Labs drawn at 22:00 ¿showed an improved mixed venous saturation of 58.6.¿ no further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, the reported under infusion was not reproduced. The device was sent for flow accuracy testing and the device passed with an error percentage of -1.2775%, which is within the acceptable tolerance range of (B)(4). A review of the event history log revealed on the reported event date, the pump alarmed "downstream occlusion!" Once, and the alarm was resolved by the user. The user updated the vtbi twice on the reported date. The user reported that half of the bag was left when the pump alarmed that the infusion was complete, however, the history log cannot be used to determine the actual level of fluid remaining as observed by the user. No further conclusions could be drawn at this time from the log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.